Manufacturer narrative:
Additional information: g4, h3, h6, since the complaint device was not returned to us, it was not possible to physically evaluate the complaint device. However, due to the device not being returned or photos provided, we are unable to confirm the reported event. The most likely cause can be attributed to improper bone preparation or prying/leveraging the anchor during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the tip of the anchor broke off. The broken-off tip was not removed and remained inside the patient. The operation time had to be extended. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.